Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the the cs300 intra-aortic balloon pump (iabp) unit has a autofill error. There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4,e2,e3,g3,g6,h2,h10,h11. Corrected data: b5.

Event description:
It was reported that during in service training the, cs300 intra-aortic balloon pump (iabp) unit has a autofill error. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h4, h6, h10. A getinge field service engineer was sent to investigate. The fse confirmed the reported issue and replaced the purge vale assembly based on data within device logs. After replacing the defective part the iabp passed all functional tests. The unit was returned to the customer for use.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.